Event description:
It was reported that the patient presented for a device change out procedure. It was suspected that the pacemaker exhibited premature discharge of battery. The pacemaker was explanted and replaced. During the procedure, it was noted that the right atrial (ra) lead exhibited an abrasion. The abrasion was repaired with medical adhesive and suture sleeve. The patient was in stable condition.